Event description:
Tip of the smiths medical saf-t holder device with multi-sample male luer adapter broke off inside the needle-free IV connector of the baxter one-link non-dehp standard bore catheter extension set after drawing a patient's research lab.